Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd ultrafine pen needle was unable to function. The following information was provided by the initial reporter, translated from french to english using (B)(6) translate: the patient had to prick herself two to three times because the needle would not fit into the pulpit.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the unspecified bd ultrafine pen needle was unable to function. The following information was provided by the initial reporter, translated from french to english using google translate: the patient had to prick herself two to three times because the needle would not fit into the pulpit.